Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed batt test alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery lasts only a few days even with fresh lithium batteries. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.